Event description:
Upon flushing powerglide midline, extension set device was found to have hole or split on catheter just below hub, fluid squirted out at nurse's face. The device was immediately removed from the patient. Nurse flushing the catheter had facial exposure to blood due to faulty catheter. Mask was covering nose and face, but unsure if eyes were exposed. Labs were drawn of patient who catheter was in. Post exposure prophylaxis was not indicated. Manufacturer response for set, administration, intravascular, ICU medical (per site reporter). Manufacturer will be made aware and device returned to vendor for qa.